Event description:
A (B)(6) male pt¿s wife contacted zoll customer support to report that the battery charger would not stay lit. The pt was issued a replacement charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (won¿t stay lit) has been confirmed. As received, the charger/modem would not power on. Upon eval, the power supply connector was found to be intermittent. The cause of the inability to ¿stay lit¿ or power on is the intermittent power supply connector. The root cause of the defective power supply connector cannot be positively identified. No adverse event resulted from the defective power supply. The pt was issued a replacement battery charger.